Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("both of the metal implants placed in her uterus had moved, perforating her uterus") and gastrointestinal injury ("perforating her rectum") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) and gastrointestinal injury (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation and gastrointestinal injury outcome was unknown. The reporter provided no causality assessment for gastrointestinal injury and uterine perforation with essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and reported that both of the metal implants placed in her uterus had moved, perforating her uterus and perforating her rectum. The consumer had numerous hospitalizations, interventions and had a hysterectomy. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Internal organs perforation may occur with essure, due to device migration or during insertion procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this present case, timing and mechanism of the events were not known. This case was classified as incident due to serious injury and since device removal was required (hysterectomy). A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("both of the metal implants placed in her uterus had moved, perforating her uterus") and gastrointestinal injury ("perforating her rectum") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) and gastrointestinal injury (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation and gastrointestinal injury outcome was unknown. The reporter provided no causality assessment for gastrointestinal injury and uterine perforation with essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and reported that both of the metal implants placed in her uterus had moved, perforating her uterus and perforating her rectum. The consumer had numerous hospitalizations, interventions and had a hysterectomy. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Internal organs perforation may occur with essure, due to device migration or during insertion procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this present case, timing and mechanism of the events were not known. This case was classified as incident due to serious injury and since device removal was required (hysterectomy). A product technical analysis is being sought.